Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine did not remove the proper ultrafiltration (uf) during a patient's hd treatment. Upon follow up, the bmt said that the patient was able to successfully complete treatment on the machine however, it is possible that no uf was removed. They are not sure. The patient¿s pre and post weights were identical. It is unknown if there was any patient injury, adverse events, or medical intervention required as a result of the reported event. It is unknown if the patient had any complaints or symptoms related to the reported event and if any additional treatments were required. Additional patient and treatment details were not provided. Per the bmt, the machine was returned to service and no parts were replaced or machine repairs made. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine did not remove the proper ultrafiltration (uf) during a patient's hd treatment. Upon follow up, the bmt said that the patient was able to successfully complete treatment on the machine however, it is possible that no uf was removed. They are not sure. The patient¿s pre and post weights were identical. It is unknown if there was any patient injury, adverse events, or medical intervention required as a result of the reported event. It is unknown if the patient had any complaints or symptoms related to the reported event and if any additional treatments were required. Additional patient and treatment details were not provided. Per the bmt, the machine was returned to service and no parts were replaced or machine repairs made. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.